Event description:
A medtronic representative reported the radiolucent open spine clamp was stripped. When they opened up the site's extra spine set, they noticed it was stripped and had difficulty opening and closing. This event was reported outside the operating room. There was no patient present.

Manufacturer narrative:
No patient was present at the time of alleged malfunction. RMA issued. Replacement part shipped (B)(4) 2012. Medtronic investigation of returned part finds the adjustment screw threads are damaged about midway obstructing clamp face travel, directly causing event.